Manufacturer narrative:
CAPA # 679110. Cont. E1: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration and rupture.

Event description:
Healthcare professional reported right side "intracapsular rupture of the right implant, with silicone extravasation in infero-internal location, approximately 30 x 8mm" via MRI and "pain." Device remains implanted.